Manufacturer narrative:
The elevator was visually evaluated and a small portion of the tip was found to be fractured. The broken tip fragment was not returned. The elevator shows signs of normal wear from typical use. There was also seen to be some form of medical tape and residue left on the tip, likely from the hospital. The non-conformance database was reviewed and there were no non-conformances associated with this lot of parts. The most likely cause of the complaint was operation of instrument outside of the intended use (excessive force), resulting in failure.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported an instrument that broke during a procedure. No adverse events were reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.